Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6). Sn (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue; moisture in the battery compartment. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1; date of submission 12/5/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 11/09/2016 with the following findings. On investigation, the pump failed to power on and was completely unresponsive. Moisture corrosion was observed in the battery canister. Leak testing failed due a battery compartment leak. The battery compartment is cracked from threads down through the grip pad, and separately from the case seal up through the grip pad. The alleged ¿power¿ complaint is duplicated. The pump¿s cover was removed; further moisture ingress was found to the printed circuit board and the continuous glucose monitoring module.